Event description:
It was reported to boston scientific corporation, that a button replacement gastrostomy device was placed in an enteral feeding procedure in 2008. According to the complainant, approx 2 months after placement, "the feeding tube did not fit securely into the feeding port and the nutritional supplement leaked." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.